Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a femoral neck fracture. Patient fell landing on cement a couple days prior to the femoral neck fracture on (B)(6) 2016. He was walking when his leg gave out on him. Per doctor's dictation.